Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated they don't think the therapy is working. Pt stated they are getting a message that says settings not available, cannot provide your desired intensity settings. Agent reviewed the meaning of the message with the pt. Pt was on group a. Patient switched to group b and the same message appeared. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, electrode 14 was >40,000 ohms. Patient received message on handset that read: ¿desired intensities cannot be provided¿¿ impedance measure was performed and electrode 14 was being used in current programming so this was deactivated and new programming given. The cause was not known. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.